Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The customer received a cal.e error on the initial ise potassium calibration, but ise sodium, potassium, and chloride calibrations are ok on the recalibration. Customer's qc was within range. The alarm trace showed an abnormal probe sucking error. The field service representative found that the electrodes needed replaced, and also found salt buildup around the acrylic blocks and water under the electrodes. The customer replaced the electrodes and the field service representative cleaned the electrode compartment. He performed ise checks and the customer's calibration and qc passed. The customer had further issues and the field service representative found the sipper tubing had a hole in it at the base of the acrylic block nipple. The field service representative replaced the sipper tubing, performed ise checks and verified calibration and qc passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 150 mmol/l and the repeated result was 141 mmol/l. The repeated result was believed to be correct. The electrode lot number is g55 with an expiration date of 18-jul-2021. The results were reported outside of the laboratory.